Event description:
It was reported that during a rotational atherectomy treatment procedure, a dissection occurred. The 80% de novo target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. After the ablation with a 1.5mm rotalink plus burr procedure, the physician observed a "little" dissection with a branch closure and staining occurred. The physician successfully treated the lesion with three promus stents. The device was removed intact and the procedure was completed with this device. No further patient complications were reported and the patient condition is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).